Event description:
It was reported that patient was not able to get enough pain relief. It was noted also that leads had impedances and patient had difficulty charging the ipg. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: (B)(4). Model: sc-1160. Serial: (B)(6). Batch: 365884. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-50. Serial: (B)(6). Batch: 7071664.